Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's son that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 10 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used food, glucose tablets, and was given a shot of glucagon to treat. The customer experienced symptoms such as sweating, convulsing, and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Caller states that they filled a new reservoir and put it in the pump without rewinding. The insulin pump will not be returned for analysis.